Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Customer inquired if the ocean product line had been changed because they had a unit that was missing the in-line connector.

Manufacturer narrative:
The details of the complaint did not provide images of the actual chest drain in question. The ocean chest drainage systems have a few different catalogue order numbers that contain the in-line connector (ilc) and a few catalogue numbers that do not contain the ilc. Based on the complaint details provided it is not clear if the clinician had a 2002-000 or one of the other ocean chest drains. The photo that was provided of the packaging is from a 2002-000 ocean drain which would contain the ilc. Several attempts have been made to obtain additional information in order to clarify the issue without any success. A full review of the device history records indicate that this production lot of ocean chest drains passed all in-process and final quality inspections. The likelihood of a drain being created without the ilc is extremely low. It is more likely that a product substitution during the ordering/shipping process was made and the clinician received an ocean drain of a different catalogue number that did not have the ilc.

Manufacturer narrative:
Corrected- initial report for the "date received by manufacturer" & event date - unknown.